Event description:
It was reported that the abutment screw fracture. The patient fell (B)(6) 2021 and split her lip, she did not realize she damaged her restoration until she came back from (B)(6) to have a regular cleaning. Office just noticed that the screw retaining partial on iiol20s in site # 7 was completely sheared off. They have been unable to retrieve screw as of yet. Both screw and abutment lot numbers are unknown.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
One gold-tite® hexed retaining screw - 3mm, gsh30 and one do not use-certain® iol® abutment 2mm(h), iiol20s was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed using applicable instructions for use and risk files to address reported event. Functional testing to recreate the reported event since the product was not returned. No pre-existing conditions were noted on per provided. Bone density type is unknown. The reported device was located on tooth site #7 and was used for an unknown amount of time. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed for the gsh30 or iiol20s as the lot numbers were not provided. A complaint history review by item number was conducted for the gsh30 dating back 12 months from the notification date for similar events. No existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event were found. A complaint history review by item number was conducted for the iiol20s dating back 12 months from the notification date for similar events. No existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event were found. Based on the available information, device malfunction could not be verified as the exact details of the reported event was non-verifiable and the product was not returned. H3 other text: device not returned.

Event description:
No further event information available at the time of this report.